Manufacturer narrative:
One device was received for evaluation. Service history review identified no previous repairs. The reported problem was confirmed during pci ¿50ml cassette test¿ as the device gave error code ¿cassette not attached properly¿. The downstream occlusion (dso) sensor, bezel, and seal were replaced. The keypads and labels were also replaced. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
It was reported that the cassette did not sit properly. There was no patient involvement.